Event description:
Arjohuntleigh received a customer complaint where it was indicated that during transfer using sara plus active lift and the wipedown sling, the residents legs gave out and he dropped to his buttocks from the lift. The resident received a skin tear to the left hand as a consequences of the event. It was reported that the resident was assessed correctly for the sara plus, sling size was correct, belt size correct and fit appropriately.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error, the device did not perform as intended. Additional info will not be provided following the conclusion of the MFR's investigation. (B)(4).